Event description:
It was reported that the patient's lead had migrated. It was further noted that there was a "palpable lump" in the patient's neck. It was noted that the patient experienced a lack of coverage in the area of pain. It was noted that the patient had two revisions on (B)(6) 2012. It was further noted that the patient had been reducing his medication and was feeling better. It was further reported that the patient had great coverage almost 12 months after his original permanent placement..

Manufacturer narrative:
Concomitant medical products: product ID 3888-56, lot# v821427, implanted: (B)(6) 2011. Product type: lead: product ID 3888-56, lot# v821427, implanted: (B)(6) 2011. Product type: lead: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had pinching pain in the neck. It was noted that the patient had a twists in the neck and felt a pinch and it felt that voltage was shooting to that area and it became uncomfortable "vas 2/10." It was noted that there were changes in the patient's condition. It was noted that the patient stated that he had pinching pain occasionally in the patient's neck where the lead for the stimulation was. It was noted that the severity of the event was mild. It was noted that the event was related to the electrode lead. It was noted that there was a revision done to reposition the lead on (B)(6) 2012. It was noted that the patient had a palpable lump in the neck. It was noted that the patient complained of a palpable lump in the neck and the patient had permanent leads implanted on the right side of the neck. It was noted that a cervical x-ray was ordered.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported following the implant and the application of stimulation the patient indicated pain in the posterior right lower neck at the shoulder. It was noted that the patient indicated that he had a small area of pain in the lower right side of his neck and was almost pain free following the crossover period at which time the stimulation was set to its optimalconfiguration. It was noted that following the permanent implant the patient developed a pinching in his neck with occasional shooting pain. It was noted that a small lump was noted in his neck at the location of the pinching pain. It was noted that the cause of this was the migration of an implanted lead. It was noted that on (B)(6) the patient had a revision procedure where the lead was repositioned. It was noted that following the revision the patient reported good relief of pain with stimulation and no further issues with a pinching feeling.